Event description:
N/a.

Manufacturer narrative:
D4 (serial number was incorrectly submitted in initial emdr and should be blank) updated fields - b4, g3, g6, h2, h11 corrected fields - e1 (event site state), e3, h6(type of investigation) the doctor stated that this was the first occurrence of the alarm and that they were unsure why it had sounded. Esp personnel reviewed the troubleshooting steps with him, and he confirmed that there were no signs of blood in the helium tubing and that all connections were secure. Esp personnel also reviewed how to reset the alarm and pump using the iab fill and start keys. Therapy resumed as expected. Doctor explained that the patient had just come from the ccl and that the alarm sounded while they were working to get the patient settled. They discussed intrathoracic pressure changes and the likely reasons the alarm occurred in detail.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss alarm occurred. There was no harm or injury reported.

Manufacturer narrative:
A gas loss alarm occurred. Esp personnel guided resetting the alarm and pump using the iab fill and start keys, after which therapy resumed as expected.